Event description:
It ws reported that the sensing had decreased and threshold increased, three days post implant. X-ray confirmed lead perforation. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.